Event description:
During treatment of an occluded mid lad lesion a cutting balloon catheter was inflated to 2-3 times to a miximum of 8 atm. A 6 french guide catheter was used to position the catheter at the lesion. As the physician pulled back on the catheter to remove it through the guide catheter, resistance was felt. The physician stated that the cutting balloon was stuck in the opening of the guide catheter. The physician was able to remove the cutting balloon and the guide catheter together. The patient was not injured during the event, nor has the patient, to this date, experienced any complications.